Manufacturer narrative:
On (B)(6)2019, mentor became aware that the date of explantation was (B)(6) 2019. Hence, field d7 has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2019, mentor became aware that a manufacturing record evaluation (mre) was reported again. The manufacturing record evaluation was previously already reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/25/2019, during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/10/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption# e2007003. On (B)(4) 2019; mentor became aware that the date of explant is (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Concomitant products: left side; 350cc mentor memorygel breast implant; catalog number: 3503501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade iii postoperatively. As a result, the device was explanted on (B)(6) 2019.